Event description:
It was reported that the implant had not worked for 3 years but all of a sudden the device had come back on and off at unexpected times and was stimulating the patient's leg which caused her to fall. The patient also had neuropathy in her leg as well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 7435, serial # (B)(4), implanted: na, explanted: na, lead model unk, lot # unk, implanted: unk, explanted: unk.